Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information fragment was generated from the tip of guide 1.1. The fragment of the tip of the guide was inside the bone and the other part of the guide was removed with the drill. Part of the guide tip could not be completely removed. The surgery was completed successfully without delay. Patient with proximal ulna fracture. With a reduction of fragment in the epicondyle satisfactorily.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.221, lot f-26083: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: january 28, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the device was received broken. The broken fluted tip section was not received. The complaint can be confirmed for the reported broken condition. However, the reported condition of embeded device and unable to disassemble cannot be confirmed since the CT scan/x-rays and mating device were not received. Dimensional inspection showed the outer diameter, proximal to the breakage, was conforming. The relevant drawing was reviewed. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, the cannulated drill bit broke when drilling and passing it through the threaded guide wire. It stayed inside the drill when the tip broke. The surgeon was unable to remove the guide from the drill, and it was decided to leave the fragment in the patient. No further information provided. Unknown guide wire (part# unknown, lot# unknown, quantity 1). Unknown drill(part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 2 for (B)(4).